Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states . It was reported that the patient experienced infusion sets fell off events from (B)(6) 2025. The infusion set was in use for one - two days. The blood glucose level was 400 mg/dl and the patient was treated with correction bolus via pump. Adhesive aides like intravenous preparations were also used at the insertion area. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.